Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a patient developed a small subdural hematoma during impella cp support. Heparin was being given at the time of the bleed. Blood was given to treat the condition and heparin was stopped. The patient also experienced runs of supraventricular tachycardia. Support continued with the implanted pump and both the position and support level were being monitored.